Event description:
It was reported that the patient reported uncomfortable stimulation and pain at the ipg site [related manufacturer reference number: 3006705815-2026-03079]. Diagnostic report indicated that one lead had multiple impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was found to be fractured, was replaced and the ipg was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.